Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the instrument insert-handle f/expert tn fn didn´t work as it was supposed to. The tiny ¿tooth¿ on the handle is broken and had to change to another nailing system. This report is for one (1) insert-handle f/expert tn fn. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h4, h6: part: 03.010.045. Lot: 3l29835. Manufacturing site: hagendorf. Supplier: n/a. Release to warehouse date: april 4, 2019. Expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that insert-handle f/expert tn+fn has a broken condition, it was noted that the tooth on the handle is broken, this condition is related with the customer complaint. A dimensional inspection was not performed for the insert-handle f/expert tn+fn since during the visual inspection it was noted a broken condition on the device, the broken condition is a post-manufacturing damaged, and it is not related with the manufacturing of the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, however this cannot be conclusively determined. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed 03_010_045 rev. N. No design issues or discrepancies were identified. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the insert-handle f/expert tn+fn would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.